Manufacturer narrative:
The explanted devices were discarded and not available for analysis. There is no indication of a possible failure of a device, labelling, or packaging to meet any of its specifications. Customer feedback will be monitored for similar events. The manufacturing records were reviewed. Product met all requirements for release with no anomalies identified.

Event description:
The healthcare facility indicated the patient did not respond to their evoke spinal cord stimulation (scs) system therapy. Reprogramming was attempted, but the patient prefers morphine over spinal cord stimulation. The scs system was explanted on (B)(6) 2023.

Event description:
The healthcare facility indicated the patient was did not respond to their evoke spinal cord stimulation (scs) system therapy. Reprogramming was attempted, but the patient prefers morphine over spinal cord stimulation. The scs system was explanted on (B)(6) 2023.

Manufacturer narrative:
Investigation of this event is in progress. Once the investigation is complete, a supplemental report will be submitted.